Event description:
The customer reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.